Event description:
It was reported that the right ventricular (rv) lead triggered a warning, but the transmission report did not provide any detailed data for the warning. Additional information was received from the clinic that confirmed that the lead showed oversensing of interference from a shoulder surgery which occurred during the time period of the lead warning. Further testing was performed and they were unable to reproduce the noise or the lead warning. The lead warning was cleared. No programming was needed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2007. (B)(4).